Event description:
Patient presented in the ed with abdominal pain. A urine specimen was obtained and sent to the lab for a qualitative pregnancy test. The test kit showed a negative result. The patient was then sent for a CT scan of the abdomen where the technician noticed a fetus of approximately 17 weeks gestation. A quantitative serum hcg (preganancy) test was ordered with a result of over 67,000 iu/l. The urine pregnancy test was repeated giving the same negative result. On further research, it was discovered that some methodologies give false negative results when the serum hcg concentration is high due to excessive hcg beta core fragments (study by the university of washington reported in "clinical chemistry" 55:10, 2009). In this study, when patients' urine is diluted 1:10, the qualitative result is clearly positive. The department supervisor then performed the qualitiative test with the patient's diluted urine as per the study and produced a clearly positive result.